Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/13/2024. An investigation was conducted on 03/19/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both the devices. The heater wire on the harvesting device was observed to be slightly flexed away from the hot due to normal clinical use. There were no visual defects observed on the clear silicone insulation of both the cold and hot jaws. The cannula handle was observed intact with no visual defects observed. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000358120 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 event site name due to character limitations: (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) c-ring broke during ligation phase of evh. No components were inside the patient based on visual inspection. Harvester required a 2nd evh kit to be used to complete the procedure. Only delay was to open a 2nd kit. No patient injury reported.